Event description:
The nurse reported that during cataract surgery ophthalmic console with no phacoemulsification power. The surgery was completed same day by using another device and patient impact was not reported. Additional information has been requested, but none received to date. Additional information indicates that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).